Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer blood glucose value was 800mg/dl at the time of incidence. Customer also stated that the site it hard to remove and these are all past issues. Customer declined to troubleshoot for high blood glucose value. The device will not be returned for analysis.